Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left inguinal hernioplasty, the device needle broke. They then used another device to resolved the issue in order to complete the case. There was no patient injury.